Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp knifing pelvic right side daily pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menstrual period heavy bleeding") and back pain ("back pain"). The patient was treated with surgery (she had undergone essure removal surgery). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia and back pain outcome was unknown. The reporter considered back pain, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. No batch number was reported therefore a technical batch investigation is not possible. The technical assessment concluded unconfirmed quality defect based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 8-jun-2020: plaintiff information form received. The case was upgraded from non-serious incident to serious incident. Essure removal date was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp knifing pelvic right side daily pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea and dyspareunia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menstrual period heavy bleeding") and back pain ("back pain"). The patient was treated with surgery (she had undergone essure removal surgery/vaginal hysterectomy with bilateral salpingooophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, heavy menstrual bleeding and back pain outcome was unknown. The reporter considered back pain, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: three coils were left visible on the left side and 4 coils were left visible in the endometrial cavity on the right side. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s media records:pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-may-2021: mr received. Reporter information , other relevant history added and rcc was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp knifing pelvic right side daily pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menstrual period heavy bleeding") and back pain ("back pain"). The patient was treated with surgery (she had undergone essure removal surgery). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia and back pain outcome was unknown. The reporter considered back pain, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: quality-safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.